Event description:
It was reported to philips that when the heartstart mrx als monitor is switched on, the battery remains a cross on the display, and the alarm sounds even with other batteries. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating that the battery display shows a cross and there was also an alarm with other batteries. The fse evaluated the device onsite and determined that there was no issue with the battery. After performing a battery calibration, the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a calibration issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After performing the battery calibration, the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating that the battery display shows a cross and there was also an alarm with other batteries. The fse evaluated the device onsite and performed a battery calibration to resolve the reported issue. After that, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused due to the malfunction of the battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After performing the battery calibration, the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding the heartstart mrx defibrillator indicating that the battery display shows a cross and there was also an alarm with other batteries. There was no reported patient involvement.